Manufacturer narrative:
(B)(4). Eval summary: the stent delivery (sds) was returned with blood on the shaft and in the guide wire lumen, which is consistent with the reported info that the device was advanced over a guide wire and into the pt. The total tip length was measured and met mfg criteria. There were multiple kinks/bends noted along the device including the balloon and distal tip. However, since there was no report of any damage observed to the sds prior to the procedure, the shaft likely kinked during used or from further handling as the device was packaged for shipment back to abbott vascular for analysis. It is possible for kinks in the distal shaft/balloon area and/or tip to contribute to the difficulty crossing, though it could not be confirmed when this damage occurred. Although no anatomical info was provided, the failure to advance in conjunction with kink damage is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices and/or accessory device support. Although unrelated to the reported failure to cross, the analysis further revealed that the stent had dislodged and was not returned. There was shredding observed between the proximal balloon seal and at the proximal end of the crimp marks. There were crimp marks visible on the tightly folded balloon between the markers, indicating that the stent had been originally positioned correctly and securely at the time of MFR. In this case, additional info received from the account stated that the stent came off from the balloon after the device was removed from the anatomy and was thrown away. The stent likely dislodged from further handling after the procedure and likely contributed to the noted balloon peeling. Overall, this damage does not appear to be related to or have contributed to the reported complaint. Based on the info and the analysis of the device, the reported failure to advance and damage noted appears to be related to operational context of the device and not a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met mfg criteria. All stent deliver systems are confirmed by visual and dimensional checks online during the mfg process at abbott vascular. Additionally, all products are 100% visually inspected online for kinks/bends.

Event description:
It was reported that during the procedure in the left anterior descending artery, the mini vision stent system could not cross the lesion. It is unk how the procedure was completed. Reportedly, there were no pt adverse effects. No additional info was provided. Return device analysis revealed balloon peeling.